Event description:
It was reported while loading a patient into the ambulance the safety bail was not engaged with the hook and the stretcher lowered from the deck. The patient remained restrained to the stretcher and the stretcher did not tip over. The incident report stated the operator did not ensure the safety bail was engaged with the hook prior to lifting the stretcher. There was no allegation of product malfunction being a contributing factor to the incident. An authorized service technician was dispatched to conduct a visual and functional evaluation of the stretcher at the customer's location. There were observed damages to the stretcher as a result of the reported incident but no observations of malfunction that would have contributed to the incident.